Event description:
It was reported that this left ventricular (lv) lead was explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device is not expected to return for analysis.